Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the customer's reported issue. Unrelated to the reported issue, the stm replaced a missing display hinge cover, relevant labels, and a display screw plug. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) required a repair for an unknown issue. The customer's biomed has stated that there was an issue with the iabp unit but was not sure what was wrong. It was later clarified that the intra-aortic balloon (iab) was not inflating/deflating properly. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) required a repair for an unknown issue. The customer's biomed has stated that there was an issue with the iabp unit but was not sure what was wrong. It was later clarified that the intra-aortic balloon (iab) was not inflating/deflating properly. The iabp unit was swapped out. There was no patient harm and no adverse event was reported.